Event description:
It was reported that the patient was experiencing loss of stimulation. The patient underwent a lead replacement procedure and was doing well with good coverage postoperatively. The explanted lead was retained by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.